Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a loss of connection between transmitter and receiver. Dexcom representative advised patient to reset the device which was unsuccessful for the reported issue. Patient was then advised to change current sensor with a new sensor which resolved the loss of connection. No additional patient or event information is available.